Event description:
It is reported that a patient admitted with diagnosis pain left elbow proximal left ulna fracture with failed fixation plate. One month after surgery the patients cast was removed to start rom exercises (gently) to prevent a stiff elbow. The paient used the arm to drive and to push a car seat forward. At that point, patient felt a snap and had pain. Intra-operative per surgeon the patient had fractured through one of the screw holes where the most serious of the fractures existed. Multiple fractures had actually taken place within the ulna. Patient underwent repeat orif proximal ulna fracture with two compression plates in 02.